Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer was treated with the pump. The customer also reported that they received change sensor, cannot find signal and sensor updating alarms. The customer declined troubleshooting for high blood glucose and sensor update. The product will not be returned for analysis.

Event description:
Clarification received that the customer experienced two blood glucose readings of 500 mg/dl.